Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
8/14/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 6/12/2017. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as red, blistery with open skin. The patient's doctor prescribed an otc medication to use. There is no alleged deficiency. Follow up was completed and the skin irritation is improving. There is no indication the patient sustained a serious injury.